Event description:
According to the literature, a retrospective study evaluated outcomes of patients who underwent laparoscopic paraesophageal hernia repair between 2006 and 2020. Device was used for dissection, including mediastinal dissection and esophageal mobilization up to the inferior pulmonary veins and extrasaccular dissection. There were 103 patients in the study and complications included pulmonary vein injury and mediastinal collections. There was only one pulmonary vein injury occurred during the transmediastinal dissection of a recurrent paraesophageal hernia and required conversion to thoracotomy. Re-admissions due to mediastinal collections were reported and treated medically.

Manufacturer narrative:
Title: impact of surgical repair on type IV paraesophageal hernias (pehs) source: surgical endoscopy (2022) 36:5467¿5475 published online: 18 november 2021. Concomitant medical products: product ID: unknown ligasur, unknown ligasure instrument (lot#unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.